Manufacturer narrative:
Concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. When the patient had their pump replaced on (B)(6) 2014, the patient never really had any relief from pain. The patient¿s health care professional (hcp) tried increasing her medication each time the pump was serviced but it never worked like the first pump she had. The patient ended up deciding to check the pump. The patient had a test performed using x-ray and dye on (B)(6) 2014 but she still does not have results from this test at the time of report. The patient later reported that the hcp staff told the patient that the test was inconclusive. The patient was given oral oxycodone. The pump appeared to be turning but thought he saw some of the dye come out of the end of the catheter. The hcp thought the catheter could be twisted. The patient reported that it was still up in the air as to what was going on. The patient had another appointment set on (B)(6) 2014. The patient wanted their pump removed but their current hcp was not recommending this. The pump was used to infuse fentanyl and hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.